Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product confirms the post has fractured off and all pieces returned. The device also exhibits a worn and discolored surface. Medical records were not provided. Sem#2006-004 states that the device was examined under magnification on keyence microscope. The evaluation concluded that the fracture was the result of overloading of the bearing surface particularly near the lateral edges, possibly exacerbated by impingement of the femoral component on the bearing surface at the base of the post, and also possibly exacerbated by "scraping" impingement on the left and posterior sides of the post, leading to crack initiation and propagation. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported implant fractured while patient was getting out of his car. During the revision surgery, the surgeon confirmed that the post was fractured on the articular surface and replaced it. There is no additional information available at this time.